Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of noise. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.